Manufacturer narrative:
One 14.5f x 32cm nipro catheter was returned for evaluation. A visual examination of the device indicated no defects or abnormalities of the catheter hub and lumen. Both the red and blue extension tubing show indentations near the hub from the clamps. A functional examination revealed a small hole in the venous extension, in the indentation, that leaks when the lumen is flushed. Under magnification appears that the hole in the venous extension tubing is the result of an external puncture and not an internal leak. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. The instructions for use include the following. Clamping the catheter repeatedly in the same spot could weaken the tubing. Change the position of the clamp regularly to prolong the life of the tubing. Avoid clamping near the adaptor and hub of the catheter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the venous branch (extension) of the double lumen catheter, it is observed that there is a small hole or perforation. The doctor indicates that the patient's blood fluid leaks through the hole.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.